Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient developed a thrombus resulting in stroke like symptoms. During the procedure 42 ablations were applied to the pulmonary veins and another 18 applications were applied to the posterior wall, which is considered off label use of the farawave pfa catheter in japan. The day after the procedure the patient developed impaired consciousness and paralysis of their right arm. A thrombus was removed from the patient they were discharged from the hospital as they were considered recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.